Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 135 mg/dl, 240 mg/dl and hi (greater than 600 mg/dl) when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was feeling nauseated and confused so she took 15 units of insulin and laid down. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device. Reporter stated she finished the strips and so no product will be returned for eval.